Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The preloaded wire guide was not returned with the device. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned with multiple bends and breaks throughout the length of the device. The bends/breaks in the catheter were located at 20.6cm(break) 22.6cm, 23.8cm, 25cm, 30.6cm(break), 32.4cm, 34.2cm, 36cm, 38.1cm and 212.5cm(break) distal from the handle. No other anomalies were detected with the device. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation confirmed that the catheter was broken exposing the purple catheter. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. The report indicates that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a gastrointestinal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the balloon] was inserted through an endoscope orally, and an attempt was made to dilate the balloon at the target site in the stenosis, but the balloon did not inflate, so it was removed [subject of this report]. The same failure occurred when the product of same rpn was used, and it was removed, too. Therefore the user selected other manufacturer's product to complete the procedure. After the removal, kinks were observed on the sheaths. The forceps channel diameter of the endoscope is 3.2 mm. There was no reportable information at this time. One of the two devices used in the procedure was evaluated on 07/06/2023. This device returned with numerous bends in the catheter and breaks exposing the purple catheter. The breaks were located at 20.6cm, 30.6cm and 212.5cm distal from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.